Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter: the device failed during a laparoscopic cholecystectomy procedure. Initially, the clips formed ok. Then the clips did not close properly and created an injury to the cystic duct because of incomplete clip closure. The clip came off the duct after the duct was cut and slipped off the tissue even though there was not much tissue in the clip. The clip did not clasp together fully when around the duct or vessel. The clip fell into the cavity of the patient but was retrieved. There was no unanticipated tissue loss. A new device was opened and a clip applied to rectify the damaged cystic duct and to complete the procedure. The patient has recovered.